Event description:
Pt was performing bicep curl on gym. Has handles designed to switch out for increased variety of equipment i.e. Unilateral vs. Bilateral. S-hook design for changeability. The s-hook closure slipped from chain and bar which pt was holding and hit him in the upper jaw. Concerned over pain in neck and teeth.